Manufacturer narrative:
The carefusion failure analysis lab inspected the unit and was able to duplicate the reported issue. The root cause of the reported problem was isolated to a corrupted bootloader. This reported issue will be tracked and internally investigated.

Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. Device evaluation anticipated, but not yet begun. Once the evaluation is completed a follow up report will be submitted with the results of the investigation. (B)(4).

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) screen goes blank and led¿s are lit. The customer stated there was a patient on this unit when the issue occurred, there was no harm or injury.